Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k113753 / k112160. Address - line 1 unknown / not provided.

Event description:
It was reported that the dental implant was fractured. The fracture portion is still in the patient's mouth and will be removed and replace in the future.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The upper part of the reported device was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use, and is noted to be fractured. The restorative elements, including the screw, are undamaged. The reported event could not be recreated due to the nature of the dental device and event. The reported product was located on tooth # 29 and used for approximately 1.5 years. The customer has sent an x-ray of the product, and it can be seen that the other fractured portion of the implant is caught in the implant surgical site. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the dental implant fractured. The reported event is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined. Device available for evaluation change ¿no' to 'yes'. Device evaluated by manufacturer: change ¿no' to 'yes' .